Event description:
It was reported that following an explant due to the pocket wound not healing, the patient was reimplanted in another location. The patient was reimplanted but the wound was again not healing and the patient had fluid discharge and erosion. A culture was negative, but the patient was still treated with antibiotics. The hcp had not consulted with a wound healing specialist and it was noted that the patient had no underlying condition that would prevent or slow healing. The patient had no known allergies, but no allergy testing had been done. The hcp was keeping the ins site covered and monitoring for infection. It was noted that the patient had not had much benefit from the therapy and it was unknown if she was currently using stimulation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was a rejected interstim ins. The patient did not require hospitalization.

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v836134, implanted: 2012 (B)(6), explanted: na; programmer, model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4)